Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damaged occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending coronary artery. The 2.50x28mm taxus liberte stent delivery system was advanced for direct stenting, but it was unable to cross the target lesion. The device was removed from the patient and examined. There was damage observed on the proximal edge of the stent. The procedure was completed with another of the same device with no patient complications. The patient's condition post procedure was reported to be good.

Manufacturer narrative:
(B)(6). (B)(4).